Event description:
Unsolicited communication: patient stated she had 1 defective cassette from last week's shipment. No specifics provided as to what was wrong with cassette. Patient used one emergency kit to mix a new cassette. All known information contained in this report. Cassette lot number: unknown. No further information is known. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk. Did we [MFR] replace the device? Unk; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.